Event description:
Ruptured silicone implant for 3 years. Health declined to where I was unable to concentrate or work. Had them removed (B)(6) 2024 and symptoms have resolved. I was not told these could rupture when they were placed. It was a silent rupture. The ultrasound tech that found the rupture said to 'get it taken care of in the next year' as if it was not important. Implants need additional health warnings. They are not safe. Ref report: mw5157321.